Event description:
I am writing to you with a matter of utmost urgency and concern. I recently purchased an oxygen concentrator from amazon website, with the product link being https://www.amazon.com/dp/b0crp8z36c. However, this product has caused me serious injury, and I believe it is imperative to take immediate action to remove it from amazon platform to prevent further harm to others. I had been using the oxygen concentrator for approximately 72 hours, following the instructions provided, before I suddenly sustained a burn injury. The machine heated up unexpectedly and, despite my best efforts to avoid contact, I was severely burned. The pain was unbearable, and I had to seek immediate medical attention. I am deeply disappointed and outraged by this incident. As a trusted retailer, I had expected amazon to uphold strict quality control measures for the products sold on its platform. However, it seems that this oxygen concentrator is dangerously defective, posing a significant risk to the safety of consumers. I strongly believe that amazon should take responsibility for this issue and remove the product from amazon website immediately. Continuing to sell this defective oxygen concentrator could potentially cause similar or even more severe injuries to other customers. It is unacceptable to allow such a hazardous product to remain on the market, especially when it has already caused harm to at least one individual. I am also seeking compensation for the medical expenses and pain and suffering I have endured due to this incident. I believe that amazon should cover the costs of my treatment and any other related expenses, as well as provide compensation for the emotional distress caused by this traumatic experience.